Manufacturer narrative:
A ge rep performed an on site investigation. The image processor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the left (live) monitor was black resulting in a loss of live image. There is no report of patient injury.